Event description:
They used the balloon catheter for safety reasons as bridging in front of an aneurysm (m1, m2) which was supposed to be coiled. During the procedure, the balloon was not inflated because not needed. After the withdrawal, the physician recognized that blood was accumulated in the outer lumen. Please note the balloon has been prepared for use according IFU. Additional information received from the affiliate clarified the reason why there was not a need to inflate the balloon per submitted report and that is, the balloon was only deployed for safety reasons, they could coil without inflating it. It seems that the blood sucked in the deflated balloon. The balloon has been inflated before the procedure only for preparation according to IFU neither during nor after the procedure. There was no damage observed in the balloon post withdrawal, only that the blood accumulated in the outer lumen. The procedure was completed with no patient injury reported.

Manufacturer narrative:
The 4 mm x 10 cm ascent balloon catheter was used for safety reasons as bridging in front of an aneurysm (m1, m2) which was suppose to be coiled. During the procedure the balloon was not inflated because it was not needed; coiling was accomplished without inflating it. However, after the withdrawal of the balloon, it was noted that blood had accumulated in the outer lumen. It was reported that it seems that the blood was sucked into the deflated balloon. The balloon had been inflated before the procedure only for preparation. No specific information regarding the prepping of the balloon; however, it was reported that it was prepared for use according to the instructions for use. The returned device was eto gas sterilized in the bag that it was received in without any further cleaning. After this, the entire catheter was inspected emphasizing the outer lumen where blood was accumulated as stated in the event description of this complaint. However, no blood was found inside the outer lumen and no damages were found on the outer surface of the catheter. With analysis of the returned device the reported event is not confirmed since no blood was found in the outer lumen. The balloon was inflated with air and submerged into a container with water to confirm the vent hole status. No air bubbles were seen; indicating that the vent hole of the returned unit at this time was closed. Following this, a vacuum was applied through the inflation lumen. The first 10 cm from the distal tip to the hub were submerged into a container with water. No water was seen as result of this test. Balloon distal seal opening is one of the possible causes that may lead to the reported. However, with functional testing this cause was ruled out. The testing confirmed that the balloon functioned as expected without any leakages or damages. A review of lot c10889 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With analysis of the returned device the reported event was not confirmed; no blood was found in the outer lumen and with performance of inflation test and application of a vacuum it was confirmed that the returned balloon functioned as expected. Therefore, no corrective actions will be taken.

Manufacturer narrative:
Complaint is not confirmed since no blood was found in the outer lumen. Inflation test performed confirmed that the balloon functionality for the returned unit is as expected. The entire catheter was inspected emphasizing in the outer lumen where blood was accumulated as stated in the event description of this complaint. However, no blood was found in the outer lumen as well as no damages were found in the outer surface of the catheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective action will be taken at this time. Note: additional information and evaluation codes will be submitted within 30 days.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.